Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown/ based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 2182269-2021-00078 and 3005334138-2021-00639. During a premature ventricular contraction¿s ablation procedure, a pericardial effusion was noted. During one map collection of geometry and mapping, it was noted that the patient had an unusual anatomy; a pfi (patellofemoral instability) was present and the right ventricle was difficult to access with the ablation catheter. The geometry of the right ventricle was superior and was difficult to cross the valve and access the outflow tract. Because of the difficult anatomy, all catheters were used in an attempt to map and access the right ventricular outflow tract. Both the left outflow tract and right ventricle were mapped for a pvc that appeared to be septal on the patient's ECG. During the procedure, the patient became hypotensive (systolic measurement of 63). All catheters were removed, and an echocardiogram revealed a pericardial effusion. A drain was placed to stabilize the patient. The patient left the lab stable and was to be discharged the following day. There were no performance issues with any abbott devices.